Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent total (B)(6)) using e elephant trunk technique. It was determined to perform staged procedure in a phased manner for (B)(6). On (B)(6) 2021, the patient underwent (B)(6) treatment using two gore® tag® conformable (B)(6) with active control system (ctag ac). On (B)(6) 2021, the patient underwent (B)(6) treatment using (B)(6) (afx cuff) to cover the re-entry in the (B)(6). On (B)(6) 2021, the patient underwent debranch procedure (B)(6). On (B)(6) 2021, an additional (B)(6) was implanted. On (B)(6) 2021, the patient underwent (B)(6) treatment using ctag ac for the closure of the (B)(6). Reportedly, the procedure was planned as staged treatment, although it appeared that there was slight d-sine distal to the ctag ac which implanted on (B)(6) 2021 (5000-c: other explained in file). The patient tolerated the procedure. The physician stated as follows; as planned. In order to avoid sci, tevar is planned in stages. An additional tevar will be performed 2-3 months later by connecting to the (B)(6).

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4). The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. Investigation is ongoing, and results are not yet available. A conclusion has yet to be established as the investigation is incomplete.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code 4614 ¿ a severe injury, illness or impairment which requires hospitalization or medical intervention. H6: code 2993 ¿ an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. H6: code 3331 ¿ the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. H6: code 4111 ¿ the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. H6: code 4114 ¿ the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.